Event description:
Three samples initially generating high ammonia results, which were lower when repeated. Sample 1, initial result gave 367 umol/l; repeat gave 134 umol/l. Sample 2, initial result gave 318 umol/l; repeat gave 150 umol/l. Sample 3, initial result gave 356 umol/l; repeat gave 177 umol/l. Erroneous results were not reported. A field service rep determined the cause for the discrepant results was due to foreign matter floating in the incubation bath interrupting optical path, and cleaned the incubation bath. Performance tests were performed and within specification.